Event description:
It was reported the patient was one month post implant and symptoms relief was marginal. The hcp was still in the process of titrating medications. Impedance readings were >4000 ohms on some bipolar pairs. On the left side case pairs were within range. Bipole pairs 0 and 2, 0 and 3, 1 and 2, and 1 and 3 showed 3289 ohms. All right side values were within range. The patient was to return to the clinic in two weeks.